Event description:
The complaint is classified based upon info the patient/layperson gave to the customer care advocate, cca, in 2008 regarding his onetouch ultra meter. This senior medical affairs specialist has been unable to speak with the pt and will send him a letter. The cca replaced all products. Results are in mg/dl, the correct unit of measure. The pt alleged that his 6:00am results on that day were inaccurately elevated: 220, 240, and 150, all taken within less than 10 minutes of each other. After obtaining the results, the pt reportedly took extra metformin, 500 mg. He did not provide the usual dose of his medications. After the issue began, the pt reportedly became shaky. Although the pt tested on a back up meter, obtaining 66 and 67, it was not known when the testing occurred. The timeframe was not provided: before or after the symptoms. Reportedly, the pt received no treatment or medical intervention after the reported issue. The complaint is classified as an adverse event because the pt allegedly had a symptom consistent with severe hypoglycemia after reportedly taking extra oral hyperglycemic medication, which was based upon the allegedly elevated blood glucose results, due to the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.